Manufacturer narrative:
Based on additional information on the device and further investigation of the reported complaint; this event has been determined to be non-MDR reportable, pursuant 21 cfr part 803, as it is unlikely to result in patient harm or injury based on the reported alarm conditions.

Manufacturer narrative:
(B)(4).results of investigation:the carefusion certified 3rd party service technician was able to duplicate the complaint. During testing the unit was intermittently displaying disc/sense alarm. However device was roaches infested when it was opened for further evaluation. In disposition of the unit, components were replaced and software was upgraded.

Event description:
The reported complaint was regarding "xdcr fault" and "disc/sense" alarm. There was no patient involvement associated with reported issue. This issue was found during testing of the unit.